Manufacturer narrative:
The detail trace and pump history confirmed that no unexpected low battery alarm anomaly was noted. The micro timer was functioning properly. Pump error 63 alarm esd confirmed in the insulin pump history. However, the insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. Pump received with normal sleep current. No unexpected replace battery now or low battery alarm during our testing. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
After further review of the follow up 1, failure analysis has provided additional information to the initial product evaluation, section h6 and h10 updated information provided. Pump error 63 alarm was confirmed in the pump history due to cold solder joint on the keypad assembly. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call of high blood glucose of 300 mg/dl and the pump alarmed pump error unexpectedly. The customer indicated that due to the high blood glucose, they went to the hospital and was treated. The customer was advised that the device would be replaced and to return the product for analysis.